Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker (lh 750 slidemaker) was leaking diluent. Customer reported that the leak was contained to the trays at the bottom of the lh 750 slidemaker. Customer reported that the volume of the leak was 7 to 10 cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a diluent leak. The fse could not verify the source. The fse performed preventive maintenance and replaced all pinched tubing.

Manufacturer narrative:
(B)(4).